Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD; implant date: (B)(6) 2014. (B)(4).

Event description:
It was reported that myocarditis occurred. The patient's implantable cardioverter defibrillator (ICD) system was explanted and later replaced. No further patient complications have been reported as a result of this event.